Event description:
Found during test. According to the reporter, the device would not power on when ac was connected. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power on with ac connected. Physio replaced the power supply and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.